Event description:
A valiant captivia stent graft was implanted in a patient for the emergency endovascular treatment of a thoracic aortic aneurysm at the left subclavian artery that was bleeding into the chest. The patient had a bovine arch. The patient was also noted to have undergone a very recent CABG and carotid endarterectomy. It was reported that a valiant 38x38x150 was placed just across the brachiocephalic artery. The physician modeled the stent graft with another manufacturer¿s balloon prior to angiography. No ballooning was done outside the stent graft. While ballooning the distal graft, imaging revealed a sudden increase in bleeding from the aorta at the location of the balloon. The patient¿s blood pressure dropped within a minute. The physician placed a valiant 40x40x150 across the area of the original graft where the rupture was seen; however, the patient continued to bleed out and expired on the table. Upon further review of the CT imaging, the physician noted a mild calcified plaque at the site of the ballooning. The physician concluded that the calcified plaque ruptured as a result of the ballooning, and seal could not be achieved to save the patient. A review of several returned still angiography images could not determine the cause of the rupture.

Manufacturer narrative:
(B)(4). Methods: (film). Results: inherent risk of procedure (rupture, death); patient¿s condition affected effectiveness of device (calcified plaque); unapproved use of device (implanting in zone 0; treating a pre-operative rupture); related to operational context (emergent procedure). Conclusions: known inherent risk of a procedure (rupture, death) 50 device failure related to patient condition (calcified plaque); off ¿label, unapproved or contraindicated use (implanting in zone 0; treating a pre-operative rupture); operational context caused or contributed to the event (emergent procedure).